Event description:
The customer reported that she was performing a mononuclear cell collection (mnc)procedure. After processing 150ml of plasma, she noticed the plasma collected into the collection bag was clear but red in color. Terumo bct support line informed the customer to pause the procedure immediately and to notify the physician. A physician was called and a sample was collected from the return line to evaluate for hemolysis. The customer stopped and aborted the procedure. Per the customer, the patient is in stable condition and no medical intervention was needed. The customer declined to provide the patient's weight. This report is being filed due to hemolysis.

Manufacturer narrative:
Method: manufacturing review investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set with plasma unit was returned for analysis. The set was not shipped on ice or in environmentally controlled packaging. It was noted that the plasma bag had a red tinged plasma. The set was inspected and no misassemblies or manufacturing abnormalities were observed. Cbc's, a residual rbc assay, and plasma hemoglobin analysis on a sample taken from the returned plasma bag was performed. A secondary set of tests were performed from samples acquired. The disposable set inlet line, inlet air chamber, and the centrifuge channel for cbc and plasma hemoglobin analyses to observe any pattern to the plasma hemoglobin signal as the blood traveled through the kit. Cbc analysis of the plasma bag sample revealed a trace rbc signal, which was confirmed by the residual rbc assay. Thus, contamination of the plasma bag with intact rbc's can be ruled out as a potential confounding cause of the observed red plasma color since the residual rbc value is very low and the microvesicle concentration nominal for this level of rbc contamination. Regarding the inlet line, inlet air chamber, and channel samples, these samples all had rbc's present, as would be expected since these sampling points exist in the kit path prior to where separation has occurred. The plasma hemoglobin test result (447.6) confirms that hemolysis had occurred in the plasma by the time it reached the plasma collection bag. However, the origin of the se samples were obtained from the set which were subjected to uncontrolled shipping and handling conditions. Some or all of the of the observed hemolysis in these samples could have been generated post-collection, during the shipping and handling process. A review of the lot for similar reports was carried out; none have been reported. A complete machine checkout was performed on the cobe spectra nit at the customer site. No issues were found and the issue could not be duplicated. Based on the results of the investigation, with the understanding that the associated disposable set is a functional open set, the possibility of experiencing hemolysis with this set is extremely low. Root cause: considering that there were no abnormalities found associated with the tubing set combined with the service report indicating that the machine functioned properly, it is possible, but not conclusive, that the red tint in the plasma line and plasma bag could have been the result of, but not limited to: needle burrs - needle assembly component issue- changes in donor physiology.